Event description:
It was reported that the patient experienced diaphragmatic stimulation on occasion from the left ventricular (lv) lead when they shifted positions. The lead was reprogrammed to lower the output and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.